Event description:
The customer reported that they were having trouble with filling their insulin pump reservoir. The customer stated that they were getting air bubbles in the reservoir. The customer also stated that the reservoir o-ring was nearly out of the back of the reservoir when the plunger was removed. The customer's blood glucose was 121 mg/dl. Assistance was provided. The customer used reservoirs from a new, different box and successfully filled the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.